Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One 6f launcher guide catheter was attempted to be used during a coronary angioplasty procedure in a non-calcified vessel. There was no damage noted to the device packaging. The device was removed from the packaging as per IFU with no issues noted. It was reported that the guide catheter broke. An attempt was made to recover the guide catheter fragment percutaneously via the same initial radial route, then via the right femoral route with a snare but both were unsuccessful. The catheter fragment was then removed by a surgical approach under local anesthesia. No further patient injury reported.

Manufacturer narrative:
Device evaluation summary: one 6fr launcher guide catheter was received for analysis. There was detachment on the shaft of the catheter approx. 31.5cm distal to the strain relief. Torsional kink noted at the detachment site. The jacket was torn, and the wire braiding was exposed at the detachment site. The ID of the catheter and the shaft od met specifications. No damage was noted to the distal tip. No other damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.